Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. Service tested the system and investigated the failure per the failure report which stated ¿system electrocardiogram (ECG) rhythm would not trigger a proper fill¿. The getinge fse ran the iabp for over 1 hour and did not found any fault. However, the fse replaced the safety disk because the hours were expired and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The full name of the event site noted in is (B)(6) presbyterian hosp-cornell.

Event description:
It has been reported that the cs300 intra-aortic balloon pump (iabp) shut down with no alarms. This event occurred while in use on a patient and a backup pump was used in place with no patient harm and no adverse event was reported.